Event description:
In 2008, the lay-user/pt contacted lifescan alleging that a one touch ultra meter would not power on. The pt tests her blood glucose 2-3 times a day. She usually tests before breakfast and around 4:00 pm everyday. The pt takes set dosages of glyburide regardless of her meter readings. The pt indicated that the alleged meter issue started on approx sixteen days earlier. Although the pt was unable to test her blood glucose, she continued to take her glyburide medication as prescribed. She did not make any changes to her diet. On original date, during the morning time, the pt claimed that she developed symptoms of shakiness, tiredness, and blurred vision. The pt claims that she gets these symptoms whenever her blood glucose is low, and sometimes high. Since the pt reportedly did not have a meter to test with while she was symptomatic, she guessed that her blood glucose was low and ate a cookie. The self-treatment relieved her symptoms. The pt denied seeking or receiving medical intervention from a health care provider. The pt admitted that she had not replaced the meter's battery according to the owner's manual. The pt did not have a replacement battery for troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with severe hypoglycemia after the alleged meter issue began. After the issue began, the pt was reportedly unable to test her blood glucose for about 2 weeks.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.